Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that mostly while sleeping and sometimes while siting, the patient's infusion set's tubing detached from the plastic that went into her body (where it connects to the site). When the patient woke up, her blood glucose level was high (over 300 mg/dl) at the time of the incident. The patient had this issue with her last box of sets and it started couple of months ago. The site was buttocks and the pump was in her bra. The infusions had been in for a few days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.